Event description:
It was reported that a pt sustained a burn during a lumbar magnetic resonance (mr) scan. The mr manager confirmed that the pt sustained a scab on their right leg. The size of the scab is not known. The pt was under sedation during the scan. Multiple attempts were made to obtain the necessary info required to investigate this incident. No details regarding the pt's medical treatment were provided. The hospital indicated that they were not sure if the mr scan caused or contributed to the pt's injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt info was requested but was not provided by the hospital. The site declined to release the exact date of the event. It is believed that the event occurred on or before (B)(6) 2011.